Manufacturer narrative:
Concomitant products: product ID 8540, lot # cs2081, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that the catheter insertion site was opened surgically on (B)(6) 2013. It was found that the suturing near the catheter anchor was causing an intermittent occlusion. The physician re-sutured and flow was confirmed. On post-op testing in the office on (B)(6) 2013, the physician found via cap (catheter access port) testing that the occlusion had returned and no flow could be appreciated from the cap. Nothing more was being pursued at this point with regard to revising the catheter again.

Manufacturer narrative:
Additional information: product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter.

Manufacturer narrative:
The cap (catheter access port) kit was returned for analysis. Analysis of the needle revealed that it was occluded by inorganic material. Fm (foreign material) was found in the cannula of the needle. This fm was forced out of the cannula with a clean stylet on to a clean microscope slide and sent out for analysis to determine what the fm was. The results were that the fm was a silicone.

Event description:
It was reported that they had filling/aspiration difficulties during an attempted catheter dye study. It was stated that when they attempted to access cap (catheter access port) there was no flow and the physician checked to make sure the needle was patent. The physician could not push anything through the needle when it was removed from the patient. A different product was used. They couldn¿t aspirate catheter during dye/rotor study. It was stated that the catheter was occluded, location of occlusion not known. It was indicated that a revision was pending at this point. Patient had experienced underdose symptoms, less than 50% therapy relief. Drug in the pump was morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient experienced ineffective pain relief. A new pump trial was planned to see if med even works. The patient reported multiple cap studies show no flow from catheter. The plan was that if the pump trial is effective the patient will have a full system revision. The patient status at the time of the report was noted as alive no injury.